Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a45 alarm on the replacement insulin pump. The customer blood glucose level was unknown mg/dl. The customer stated that she put in a new battery and still it resets and cannot get out of it. The troubleshooting was performed. The customer was advised that the insulin pump need to be replaced. The customer was advised that we are sending replacement. The customer was not happy and had to call to make arrangements for back up plan again.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.